Event description:
IV remodulin pt via a cadd solis pump. Pt reported that their IV cadd ext set 55" tubing is causing them problems as they had 2 instanced where the fluid wouldn't go through the line when they were trying to prime it. Pt confirmed the tubing is connected in the correct direction to the cassette and it seems to stop at the filter, but they are not sure. Pt reports the lot number is 6177024. Pt did not report if the product fault occurred while in use or if the fault caused any interruption to therapy or clinical injury. It is unknown if the product is available for investigation. The pharmacy did replace the product and the pt does have backup product to use as they successfully continued their life-sustaining therapy. The event is resolved. Pt reported experiencing lightheadedness. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is not applicable as no pump alarm was reported. Pump return tracking info is not applicable as no pump issue was reported. Photographs were not provided. Pt is infusing 100.5 ng/kg/min of remodulin. Diagnosis for use: pulmonary arterial hypertension.